Event description:
It was reported that the screw head sheared off when implanting in the plate with a t8 screwdriver. The screw was left in situ and the head was disposed of.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.